Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that there was poor communication on the patient programmer and they could not get the patient programmer to connect to the implant. It was noted they had to turn the implant off because stimulation was too strong, the patient was in pain and had a problem with their hip, and was bleeding when they catheterized; they were on a trip driving for several hours and they didn¿t want the patient to be in pain so they turned the therapy off. The antenna was repositioned and the patient programmer setting screen showed the therapy was on, on p1 at 4.6v; stimulation was too strong so it was decreased to 3.5v and it felt comfortable. It was noted the issue was resolved at the time of the report. It was recommended that they monitor their symptoms and consult with their healthcare provider¿s (hcp) office. No further complications were reported/anticipated.